Event description:
Patient revised for loose femoral component, found cement/bone mantel interface failure, and undersized stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.